Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, it was reported the device was explanted due to hard pump, would only pump if holding release valve.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump was received for evaluation. The inlet tube and connector were detached to allow testing. Examination and testing of the returned components revealed no functional abnormalities with the pump or detached tubing/connector. Microscopic examination of the pump revealed surface abrasion on all pump strain reliefs. The information received indicated that difficulties were had pumping the pump, and that the pump exhibited a "hard pump" that would only pump if holding the release valve. No functional abnormalities were noted with the returned pump. As no functional abnormalities were noted the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.